Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description as reported, a patient had lost >500ml of blood when the user attempted to deploy a 'cook bakri postpartum balloon with rapid instillation components' device but the balloon could not be inflated. The user removed and replaced the device with a new bakri and the same inflation issue occurred. A third bakri was deployed and was successful in achieving hemostasis, the patient's condition was stabilized. It is unknown how much blood was lost after the device failure and total estimated blood loss is unknown. No other interventions to treat the postpartum hemorrhage were attempted prior to the device use. The patient received ~1000-1500ml (~2-3 units) of blood following the event. A section of the device did not remain inside the patient¿s body. Investigation ¿ evaluation. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) documents were conducted during the investigation. No product was returned for visual inspection or testing. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU provided the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, no product returned, and the results of the investigation, a definitive cause of the reported event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a patient had lost 500ml of blood when the user attempted to deploy a 'cook bakri postpartum balloon with rapid instillation components' device but the balloon could not be inflated. The user removed and replaced the device with a new bakri and the same inflation issue occurred. A third bakri was deployed and was successful in achieving hemostasis, the patient's condition was stabilized. It is unknown how much blood was lost after the device failure and total estimated blood loss is unknown. No other interventions to treat the postpartum hemorrhage were attempted prior to the device use. The patient received ~1000-1500ml (~2-3 units) of blood following the event. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
E1: customer facility: (B)(6) hospital. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.